Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post operative implant complications for perforation and cardiac tamponade which resulted in lead revision, pneumothorax, and chest tubes placed. It was later reported that r-waves could not be measured when programmed to bipolar. The lead remains in use. No further patient complications have been reported as a result of this event.